Manufacturer narrative:
No further follow up is planned. Evaluation summary a male patient reported the dose knob of his humapen ergo ii device was stuck. The patient experienced increased blood glucose. The investigation of the returned device (batch 1006d01, manufactured june 2010) found that the device met functional requirements and met dose accuracy glide force specifications. No malfunction was identified. There is no evidence of improper use or storage.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and a product complaint (pc), with additional information from the initial reporter, concerns a (B)(6) male patient. Medical history and concomitant medication were not reported. The patient received human insulin (rdna origin) injections (humulin r 100iu/ml) via cartridge, 14 iu three times daily, subcutaneously for the treatment of diabetes, beginning in 2013. In (B)(6) 2014, he started to use a reusable pen (humapen ergo ii). In (B)(6) 2016, he administered an inaccurate dosage of human insulin, because the humapen broke down, as regulation cock could not be twisted (pc (B)(4)/ lot. 1006d01). On (B)(6) 2016 he was hospitalized due to high blood sugar. The fasting blood glucose was 8-9 (no units) and postprandial blood glucose was 11-12 (no units). During hospitalization, he was treated with metformin hydrochloride along with human insulin. He was discharged on unknown date. Further information about hospitalization and discharge date were not provided. Additionally, she suffered from spinal injuries; she could not walk and lay on bed. Spinal injuries were considered serious by the company due to medically significant reasons. It was not clear if this event was a preexisting medical condition, it just was known that was caused by fall and hurt accidently. Information regarding other corrective treatments was not reported. Outcome for high blood sugar was recovering. Outcome for the remaining events was not provided. Human insulin was continued. He was the humapen ergo ii operator and his training status was not provided. The general and suspect device duration of use was not reported but it was started in (B)(6) 2014. The device was returned on 25-jun-2016, and no malfunction was found. Action taken for the suspect device was not provided. The reporting consumer did not know if the high blood sugar and inaccurate dose administered were related to human insulin treatment or humapen ergo ii device and did not provide an assessment of relatedness for the remaining events. No follow up will be attempted since he refused to receive follow up phone call. This case has been lost to follow-up. Update 10-jun-2016: upon review, this case was opened to update the medwatch and european and canadian required device reporting elements for regulatory reporting; and added the product complaint (B)(4) to the narrative. Update 16-jun-2016: additional information received on 12-jun-2016 from the initial reporter. Added fasting blood glucose and postprandial blood glucose as lab data, metformin hydrochloride as treatment medication, fasting blood glucose was 8-9, postprandial blood glucose was 11-12 as description as reported to blood sugar increased event, and spinal injuries as serious event. Changed treatment received and outcome of blood sugar increased to recovering. Narrative was updated accordingly. Update 23-jun-2016: additional information received on 17-jun-2016. Reporter refused to receive follow up phone call. This case has been lost to follow-up. Update 15jul2016: additional information received on 15jul2016 from the global product complaint database added the device specific safety summary, return date of the device, and the manufactured date of the device; updated the malfunction field to no; updated the medwatch and european and canadian required device reporting elements; and updated the narrative. Update 18-jul-2016: pc number (B)(4) was received on 08-jun-2016 but it was previously processed accordingly. Update 22-jul-2016: clarification received from the initial reporter via a psp on 21-jul-2016. Added event of fall. Updated narrative with new information.

Manufacturer narrative:
If device is returned, evaluation will be performed to determine if a malfunction has occurred. This is an initial report. A follow-up report will be submitted when the final evaluation is completed.

Event description:
(B)(4). This spontaneous case, reported by a consumer who contacted the company to report adverse events and a product complaint (pc), concerns a (B)(6) male patient. Medical history and concomitant medication were not reported. The patient received human insulin (rdna origin) regular (humulin r 100iu/ml), from a cartridge, 14iu three times per day, subcutaneously for the treatment of diabetes starting in 2013. In (B)(6)2014, the patient stated to use humapen ergo ii. In (B)(6) 2016, he administered an inaccurate dosage of human insulin regular due to humapen ergo ii broke down as regulation cock could not be twisted ((B)(4)/lot 1006d01). Then, he experienced high blood sugar (values, baseline and reference ranges not reported), and he was hospitalized in (B)(6) 2016. Information regarding discharge date, corrective treatment and outcome of the events were not reported. Human insulin treatment continued with the use of the same humapen ergo ii device. He was the humapen ergo ii operator and his training status was not provided. The general and suspect device duration of use was not reported but it was started in (B)(6) 2014. The status of the device was not provided. The reporting consumer did not know if the events were related to human insulin regular treatment or humapen ergo ii device. Update 10jun2016: upon review, this case was opened to update the medwatch and european and canadian required device reporting elements for regulatory reporting; and added the (B)(4) to the narrative.